Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit; e226. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, the endoscopic image could not be displayed (e226). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported white image from the screen during preparation of an unspecified diagnostic ear nose throat (ent) procedure involving an olympus autoclavable camera head. The procedure was completed with an olympus back-up device. There was no patient injury reported.